Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence and/or other injuries. As well as significant mental and physical pain and suffering, has required medical treatment, and she has sustained permanent injury. No add'l info was provided.